Manufacturer narrative:
The serial number of the cobas® 8800 instrument was (B)(6).` the investigation did not identify a product problem. The discrepant results are likely due to the sample being near the limit of detection of the assays and pre-analytical workflow issue. Another possibility is that the sample was inadvertently contaminated during the customer¿s workflow.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged discrepant sars-cov-2 results for a single patient during validation of the cobas® sars-cov-2 & influenza a/b v2 test for use on the cobas® 58/68/8800 systems. The same cobas® 8800 instrument was used for all testing. The alleged sample initially generated a negative result for sars-cov-2 using the cobas® sars-cov-2 test for use on the cobas® 68/8800 systems. The same sample was retested on the cobas® sars-cov-2 & influenza a/b test for use on the cobas® 68/8800 systems which yielded a positive result for sars-cov-2. The same sample was retested once again on the cobas® sars-cov-2 test for use on the cobas® 68/8800 systems which yielded a negative result for sars-cov-2. The same sample was retested on the cobas® sars-cov-2 & influenza a/b v2 test for use on the cobas® 58/68/8800 systems which yielded a positive result for the sars-cov-2. The sample result was released as sars-cov-2 negative. No harm was alleged. An investigation was conducted to evaluate the customer issue.